Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high compared to her normal readings/feelings. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed that the subject meter had been reading inaccurately high for approximately two weeks prior to the reported event but she could not recall specific readings. On (B)(6) 2011 the patient reportedly tested her blood glucose on the subject meter at approximately 11:30am and received a result of "401 mg/dl" which she felt was high compared to her feelings and normal readings. The patient informed the mss that her normal readings are in the range of "100-200 mg/dl" and she tests 6-8 times per day. She reported that she uses an insulin pump with novolog insulin and bases her dosages on both carbohydrates and meter readings. The patient reported that prior to testing at 11:30am, she had tested earlier in the morning before breakfast and received a result of "38 mg/dl" and was feeling "a little symptomatic, weak, tired and hungry" but felt better after food. At 11:30am when she received the reading of 401 mg/dl, she administered the required amount of insulin as per the pump's recommendation based on that reading (unknown dose) and tested again 1 hour later and received a reading of 301 mg/dl. She reportedly administered a little more insulin but "not as much" (exact dose was unknown). The patient denied feeling symptomatic at the time these tests were performed. She claimed approximately one and a half hours later she "passed out." She stated the emergency medical services (ems) was called and when they arrived they tested her blood glucose on the ems meter and it was "24 mg/dl." The patient claimed that the paramedic was unable to treat her at home because she was still unconscious. When the patient arrived in the ER, she recalled that they tested her blood glucose and treated her but she was not aware what treatment she received or what the reading was. She claimed she was admitted to the ICU that day and was released on (B)(6) 2011. The patient could not recall what treatment(s) were given while in the hospital. At the time of troubleshooting, the cca noted that the test strips were unexpired, the unit of measure was set correctly but she did not have any control solution to check the test strips and meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered too much insulin based on the alleged result, and as a result reportedly suffered a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 (07/28/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.